Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. (Calculated from the date of manufacture.) Device evaluation: the reported incident of a driveline fault alarm was confirmed with the evaluation of the returned system controller. The system controller was tested with laboratory equipment and the driveline fault alarm was not able to be reproduced. However, the system controller failed the functional test procedure due to a high impedance measurement in the phase 1 connection. Upon connecting the driveline, the system controller momentarily had difficulty operating the pump above the low speed limit. The pump speed varied from 0 rpm's to 5310 rpm's and the power was elevated, reaching up to 22.6 watts. The pump speed reached 8200 rpm''s and power returned to a typical level. The root cause for the added observation of the system controller having difficulty operating the pump above the low speed limit during initialization was unable to be determined through evaluation of the log file and was not reproduced during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's system controller was exchanged after receiving a driveline fault alarm. The patient was asymptomatic. During the manufacturer's preliminary investigation of the returned system controller, a pump stoppage event was noted in the system controller log file.